Event description:
The customer reported that during a nephrectomy, during abrasion of tissue, the tip of the device broke. The piece fell into the patient cavity but was retrieved. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or of additional information pertinent to the incident is obtained, a follow-up report will be submitted.